Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire removal difficulty occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery (cia). A 035/260/1 amplatz super stiff guidewire was advanced to the target lesion; however, the device got stuck in the lesion and was difficult to remove. The physician was able to remove the guidewire from the patient by rotating the device slightly. After the device was removed, it was noted that the device got stretched. The procedure was completed with a non-bsc guidewire. No patient complications were reported and the patient's status was good.